Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that her insulin pump kept beeping but no alarm displayed. Customer's blood glucose level was over 400 mg/dl. The self-test passed. The device was not returned.